Event description:
It was reported boston scientific corporation that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection. A photo of the complaint was provided and showed that the stent was covered with fungi. The procedure was successfully completed by removing the stent within 2 weeks of the placement procedure.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: imdrf patient code e1906 captures the reportable event of candida infection. Imdrf device code a040501 captures the reportable event of stent calcified. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: a photo of a percuflex ureteral stent was analyzed, and a visual evaluation noted that one of the pictures shows calcification along the stent, the other picture is blur and is difficult to define. No other issues with the device were noted. The reported event was confirmed. Based on the information provided, stent calcified, and infection were noted. Adverse events associated with retrograde or antegrade positioned indwelling ureteral stents include but are not limited to: reflux-gu, occlusion or obstruction, migration, hemorrhage, infection, perforation, extravasation; encrustation, loss of renal function, edema, urinary symptoms, pain or discomfort, stent fragmentation, fistula, hydronephrotic, stone formation, tissue damage, erosion. Therefore, the most probable cause of known inherent risk of device is selected for the complaint. Block h10: there are two healthcare facilities provided, and it is unknown which device belongs to each facility. (B)(6) hospital. (B)(6) hospital.

Event description:
It was reported that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection. A photo of the complaint was provided and showed that the stent was covered with fungi. The procedure was successfully completed by removing the stent within 2 weeks of the placement procedure. The device has not been returned for analysis.

Event description:
It was reported that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection. A photo of the complaint was provided and showed that the stent was covered with fungi. The procedure was successfully completed by removing the stent within 2 weeks of the placement procedure. The device has not been returned for analysis.

Manufacturer narrative:
Block h6: imdrf patient code e1906 captures the reportable event of candida infection. Imdrf device code a040501 captures the reportable event of stent calcified. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: a photo of a percuflex ureteral stent was analyzed, and a visual evaluation noted that residues in the device was found, and it seems to be calcified and the renal coil was a little relaxed. One of the pictures shows calcification along the stent, the other picture is blur and is difficult to define. No other issues with the device were noted. The reported event was confirmed. Based on the information provided, stent calcified, and infection were noted. Adverse events associated with retrograde or antegrade positioned indwelling ureteral stents include but are not limited to: reflux-gu, occlusion or obstruction, migration, hemorrhage, infection, perforation, extravasation; encrustation, loss of renal function, edema, urinary symptoms, pain or discomfort, stent fragmentation, fistula, hydronephrotic, stone formation, tissue damage, erosion. Therefore, the most probable cause of known inherent risk of device is selected for the complaint. Block h10: there are two healthcare facilities provided, and it is unknown which device belongs to each facility. (B)(6).

Manufacturer narrative:
Block h6: patient code e1906 captures the reportable event of candida infection. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: a photo of a percuflex ureteral stent was analyzed, and a visual evaluation noted that the pictures shows calcification along the stent, the other picture is blur and is difficult to define. No other issues with the device were noted. The reported event was confirmed. Based on the information provided, stent calcified and infection were noted. Adverse events associated with retrograde or antegrade positioned indwelling ureteral stents include but are not limited to: reflux-gu, occlusion or obstruction, migration, hemorrhage, infection, perforation, extravasation; encrustation, loss of renal function, edema, urinary symptoms, pain or discomfort, stent fragmentation, fistula, hydronephrotic, stone formation, tissue damage, erosion. Therefore, the most probable cause of known inherent risk of device is selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h10: there are two healthcare facilities provided, and it is unknown which device belongs to each facility. (B)(6) hospital. (B)(6). (B)(6). (B)(6) hospital. (B)(6) namibia (B)(6).

Event description:
It was reported that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection. A photo of the complaint was provided and showed that the stent was covered with fungi.the procedure was successfully completed by removing the stent within 2 weeks of the placement procedure. The device has not been returned for analysis.